Event description:
The customer reported that the pod dislodged sometime during the night. She went to the hospital and was diagnosed with diabetic ketoacidosis (dka). She was treated with fluids, insulin, potassium, and magnesium. The customer was hospitalized for 2 days.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product defect could have contributed to the reported hospitalization for diabetic ketoacidosis. No lot qualification records were reviewed, as the product lot number was not provided. See scanned page.